Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the pacemaker was not pacing. The device began pacing on its own spontaneously. The physician attempted to reproduce the failure to pace by moving the device and having the patient cough but they were not able to reproduce the anomaly. The pacing failure was not seen again and the procedure was completed. Patient was stable and doing well with no side effects.